Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was intended for use in treatment. No samples were returned for analysis. The reported issue may be related to; - raw material issue - an issue during product conversion - procedural technique we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after successful puncture for patients, the iv3000 dressing was used to fix the venous indwelling needle, but it curled like a ball when opened. The procedure was completed with a back-up dressing with no delay. No patient harm reported.